Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer changed their infusion set site and delivered the rest of the correction bolus. During a follow-up it was reported that the customer received another occlusion alarm. The customer's blood glucose (bg) level was 260mg/dl and a correction bolus was delivered to address the bg level. The customer reported that they would use manual injections for insulin therapy.